Manufacturer narrative:
The lens was inserted and removed. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requested for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zcb00, was cracked/torn and it had a torn haptic. Patient contact was reported. The lens was removed and replaced with another zcb00 lens, diopter size not provided. No incision enlargement, no suture used and no patient injury was reported. Reportedly the lens was discarded by the customer. No further information was provided.